Event description:
As reported by the user facility: a discrepancy was noted between the expected volume and the actual volume infused during the patient's IV therapy. The infused amount did not match the programmed settings on the pump at the time of review.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed. Defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in spec.